Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing and is "noisy". The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.